Event description:
The pump was returned for investigation. Investigation revealed that the pump screen was dim pink. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the cartridge compartment was chipped off or broken around top threads. The display screen was found to be dim/pink. (B)(6).